Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 18855057, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 18855057, UDI: (B)(4).

Event description:
It was reported that the patient experienced charging issues with the implantable pulse generator (ipg) and high impedances were also noted on the leads. The patient underwent a revision procedure wherein the ipg and lead were replaced, and the patient was doing well postoperatively. The explanted device components were kept by the medical facility.